Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose level ranged from 106-107 mg/dl. The customer reverted to an alternate method of insulin therapy.